Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead were found to have experienced twiddlers syndrome. The ICD was explanted and the lead was partially removed. Analysis will be performed when the device and lead portion are returned.